Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - per the instructions for use, do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Reportedly, the device was used against resistance. The instructions for use indicates the device is to be stabilized at the angle of the tissue tract during plunger deployment. The IFU states: do not advance or withdraw the starclose se device against resistance until the cause of that resistance has been determined.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, resistance was felt during thumb advancer/exchange sheath splitting. The cath lab nurse continued splitting the sheath and the clip was then deployed; however, when the starclose se device was removed without any problem, it was noted that the clip was caught in the distal end of the sheath. The sheath also was noted to have not split correctly. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The cath lab nurse was reported to be trained in the use of the starclose device. No additional information was provided.